Event description:
(B)(6) reported a patient experienced open fractures both femur and tibia from a motorcycle accident on (B)(6) 2012. The patient was implanted with a left trochanteric fixation nail for a sub trochanteric fracture on the same date. The nail was too anterior and a little short, so there was too much bowing in the femur. The patient had soft tissue damage and suspected infection. The patient did not heal and therefore, the surgeon dynamized the nail a year later. The patient had still not healed so the surgeon scheduled a revision on (B)(6) 2014. During the revision surgery the femur was reamed with the blocking screw technique to change the path in the distal femur so he can correct the bowing. A larger size trochanteric fixation nail (12mm x 360mm) was implanted. There was no reported delay to the procedure and the patient was stable after the revision surgery. This report is for one unknown trochanteric fixation nail. This report is 1 of 3 for (B)(4).

Manufacturer narrative:
Device was used for treatment, not diagnosis. This report is for one unknown trochanteric fixation nail. Part and lot numbers were not reported. (B)(6). Without a lot number the device history records review could not be completed. The investigation could not be completed; no conclusion could be drawn, as no product was received. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.